Event description:
The patient was referred for generator replacement surgery due to a depleted battery. At surgery the device was found to be depleted and would not interrogate. A new generator was connected to the existing lead and a diagnostic test was run. High impedance was found and troubleshooting was attempted. The pin was reinserted several times and the high impedance did not resolve. There was not an apparent lead fracture. The lead was then replaced. Attempts to retrieve the explanted product have been unsuccessful due to the site discarding explanted products. Therefore product analysis has not been completed to date. Attempts to obtain additional relevant information have been unsuccessful to date.